Event description:
It was reported that a spectrum pump had constant downstream occlusion alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
The device had been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.